Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw mitraclip was implanted reducing mr to grade 1-2. On (B)(6) 2025, through review of imaging a single leaflet device attachment (slda) was observed along with recurrent mr grade 4. No intervention was reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported single leaflet device attachment cannot be determined. Mr appears to be related to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw mitraclip was implanted reducing mr to grade 1-2. On (B)(6) 2025, through review of imaging a single leaflet device attachment (slda) was observed along with recurrent mr grade 4. No intervention was reported.